Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the fenestrated bipolar forceps instrument. As of the date of this report, the instrument has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during central processing, fenestrated bipolar forceps (fbf) conductor wire insulation was peeled off. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the conductor wire was identified after washing and before sterilization. The instrument was not inspected prior to reprocessing. The clear area of the black insulation was damaged. There was no sign of thermal damage on the site of the conductor wire damage. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.